Event description:
Ous MDR - boston scientific received info that several hours post implant, this right ventricular lead was noted dislodged. No adverse pt effects were reported. However, the physician elected to surgically intervene to reposition the product. If new info is received, this event will be further updated. The implant and event dates that were provided conflict with the event description. Therefore we can only state that they occurred sometime in (B)(6) 2011.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.